Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. It was reported that due to where the ins was implanted, the patient hasn't been able to wear a belt. Also, the ins was giving off a "charlie-horse" sensation that would go from the ins all the way down their left leg to their toes. Because of this, the patient stated they could hardly move. This occurs at different times and sometimes only once per month. The patient also reported that on an unknown date, their back started to hurt in the l4-l5 vertebral region, and they didn't know why they couldn't stand up straight or walk straight. The patient explained that they only had one lead implanted because scar tissue from their prior back surgery to address their ruptured discs prevented the doctor from implanting a second lead. They got the implant to treat the back pain they were having from ruptured vertebral discs. They were redirected to discuss this with their doctor. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient experienced the back pain in the l4-l5 region approximately 6 months ago. The patient stated the ins was not placed at their belt line, it was down at the end of their tail bone where they had l4-l5 surgery for a ruptured disk. The patient stated there was no indication when this will happen, there was no certain way they walked or sat. The healthcare provider did not know what the cause of the charlie-horse sensation was. The healthcare provider determined the cause of their back hurting at the l4-l5 region was old pain from surgeries but it had gotten worse. The healthcare provider did not know what the cause of not being able to stand up straight or walk straight and they had ordered a myelography. The actions/interventions taken to resolve the reported issues was to do more testing. No further complications were reported or anticipated.